Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5. The device evaluation and the information included in b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon "error code e315" could not be reproduced therefore a probable cause could not be identified. Additionally, phenomenon 2 "no image is displayed when the camera head is connected" was caused as a result of a faulty printed circuit (dp) board. The cause of the faulty board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed that the procedure was completed with a similar device.

Event description:
The customer reported to olympus, the visera elite video system center had had no connection detected and error code e315. The issue was found during preparation before use inspection. There were no reports of patient or user harm associated with this event. Upon receipt and inspection of the returned device, it was discovered that the device did not produce an image. This report is being sent to capture the reportable malfunctions both initially reported as well as discovered during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no scope or camera detected (no image). After troubleshooting the unit, the circuit board was found to not be working. Also, the connector socket was worn out and the software version was 3.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.